Event description:
It was reported that the patient disconnected from the ilet for a shower, became stuck on a ¿press and hold¿ fill tubing screen, and required guidance to avoid actuating fill while off-body and to pause insulin delivery; the patient later received troubleshooting and education on pausing insulin. Symptoms included hyperglycemia, with a reported peak glucose of 221 mg/dl and approximately 30 minutes above 180 mg/dl, without ketone testing, alerts over 90 minutes, backup therapy, medical intervention, or assistance needs. Outcomes included transient elevated glucose with no hospitalization or clinical intervention. Investigation included remote troubleshooting and user education focused on correct pausing of insulin and avoiding the fill tubing action when disconnected. Investigation of this case revealed user interaction with the fill tubing screen while off-body and an unclear specific device-related malfunction, and no component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use error during disconnection. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.